Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob would not turn, the device could not couple the blades, and the trigger was jammed. It was further determined that the trigger components were worn, the oscillating head and turning knob components were damaged and the electric motor did not meet specifications for noise/vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear on the electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.